Event description:
Female reported experiencing burning, pain and the feeling that her contacts were "sticking" to her eyes while using complete multipurpose solution easy rub formula. She reports using the product in the past without any problems. Patient discontinued use of reported bottle and recovered without medical attention. She has been a contact lens wearing for over 10 years.

Manufacturer narrative:
A review of the manufacturing records for reported lot/batch of product was performed. No deviation found. No specific cause for this complaint has been determined from the review of batch records. Chemistry testing performed on product retained from the reported lot was within specification. Physico-chemical analysis results of complaint unit was out of specifications. Root cause has not been established.